Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that its taking "like 3 hours to charge ins and it used to take an hour". They said this started about 2 months ago and made manufacturer representative (rep) aware of this last week when they met with them at the hospital. They said his wife had an appointment at the hospital so they met there. Pt said when charging ins, the controller screen will show recharging and no quality level and "freezes up" and so they will have to reset controller. Pt says the recharger (rtm) cord gets warm when charging. They don't hear any rattling inside controller. The issue was not resolved. No symptoms were reported. Pt called back reported trouble charging starting a year ago. Pt confirmed they were still having the same issue as already documented in this case and the replacement rtm didn't help. Pt said they'd still have to charge for hours and kept getting a screen to call mdt (codes asked unknown). Pt said they'd reset controller and charge for a bit before seeing that screen again. Pt said they'd make sure they were on excellent when they could charge.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.